Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees1429 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the peel away introducer tip did not fully peel away on it's own, causing rn to need to manually remove the remaining pieces. The patient did not sustain any injury from the difficulty in peeling the introducer, the rn was able to complete the insertion.